Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 4mm distal of the distal markerband and extending approximately 51mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the arteriovenous. A 6.0 x 80, 75cm mustang catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the arteriovenous. A 6.0 x 80, 75cm mustang catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.